Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 54 mg/dl and carbohydrates were consumed to address the bg level. The cause of the low bg was not reported. Although multiple requests were made to obtain more information about the reported event, the customer did not reply to the requests.